Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 500cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. The rupture was discovered intraoperatively. Explant and replacement with new 500cc mentor memorygel breast implants was performed on (B)(6) 2021.

Manufacturer narrative:
Additional information was received on november 16, 2021. The rupture was discovered through mammography and ultrasound prior to explant. Manufacturer¿s reference number: (B)(4).